Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis. The reported issue was confirmed based on system logs but could not be replicated during testing. In artemis, the following error codes were identified, confirming that a fault occurred in the field: error 25952 12311 (nel: the energy controller (pgc) on the e 200 detected a hardware failure and could not continue. Reason: control loop error high), error 25917 (inf: esu communication fault), error 25914 (info_esu_function_not_support). No error 32127 (system_err_local_aurora_com_wdog) was recorded. Upon visual inspection, no issues were found that would be related to the reported event. Per the e 200 test matrix, the unit passed all required tests. Based on this investigation, the unit was found to function as designed, and the root cause of the reported issue could not be determined.

Event description:
It was reported that the e-200 generator shut down during use and turned off during the procedure. The site connected a backup e-200 generator and proceeded with the case using the replacement unit.